Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient's right atrial (ra) lead was failed to capture and sense. The ra lead was capped and replaced on (B)(6) 2022. The patient was stable throughout the procedure.